Manufacturer narrative:
Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a crack along battery compartment. Evaluation revealed that the contrast button was intermittently unresponsive and all other buttons responded appropriately. There was contamination found under all contacts. (B)(6).